Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose, and the pump is over delivering. The customer stated that the pump exposed to a strong magnet, and had x-ray while connected to the pump. The customer reported a blood glucose value of 35 mg/dl for the low blood glucose, and the current blood glucose value was unknown mg/dl for the high blood glucose. The customer experienced hypoglycemia and was treated with glucose/carb intake, emergency room visit as well as self-treatment of a severe glycemic excursion of major severity. . The customer experienced hyperglycemia and was treated with an manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), and emergency room visit. The event involved product(s) 78893-01, mmt-1884, mmt-431ak, and mmt-342. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for 78893-01, and mmt-342. The customer was instructed to discontinue device use. Mmt-1884, and mmt-431ak was requested, and the customer's response was that the device would be returned.

Event description:
Updated summary: the customer experienced hyperglycemia treated with insulin pump (subcutaneous insulin infusion), and emergency room visit. The customer experienced hypoglycemia was treated with IV insulin drip, glucose/carb intake, emergency room visit as well as self-treatment of a severe glycemic excursion of major severity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.